Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pyxis was lagging and nursing staff is reported that signing in takes a significant amount of time. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was lagging. A technical support specialist (tss) dialed in permission from pharmacy tech, there the tss noticed the station remote support service (rss) on caution status as the database (db) used 8066. Then dialed into the station wsp4 and noticed the db left 99 only, then the tss shrank the database (db) and the advised user to test the station first and advised the customer if it lagged in future, then provide down time to perform full synchronization. After that the customer confirmed that station was working fine. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pyxis was lagging and nursing staff is reported that signing in takes a significant amount of time. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.